Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery and did not put the ipg into surgery mode. The ipg is in service app mode and is considered inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.